Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 and (B)(6) 2019 with blood glucose of 430 mg/dl. Customer experienced symptoms such as tired and nausea also they had sinus infection. The customer was treated with insulin pens. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.